Manufacturer narrative:
Lot# provided by customer 7019426, is not found for reported (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that solution leaked from the bd intima ii¿ IV catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd was unable to observe the reported failure mode because no samples or photographs were received from the customer in support of this complaint. The batch record was reviewed, but no abnormalities were identified. Five (5) retention samples were subjected to leakage testing. Bd was unable able to duplicate the leak reported in the initial complaint. A determination could not be reached for either the root cause or its relation to the manufacturing process at our facility. Investigation conclusion: the customer has no sample and the picture returned, cannot analysis for the defect in the plant lab, and checked the retention sample for the complaint lot, no abnormality was observed, the root cause cannot be observed.